Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed at least ten applications were performed with a balloon catheter without any issue on the date of the event. The mapping catheter was not returned for investigation. The reported complaint was unable to be confirmed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, it was difficult to advance the mapping catheter into the y-connector of the balloon catheter. The mapping catheter tip was deformed. However, an attempt was made to reinsert the mapping catheter but resistance was encountered. The mapping catheter was replaced. The case was completed with cryo. No patient complications have been reported as a result of this event.